Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during use on the homechoice (hc). It is unknown if the patient was connected at the time of the alarm. During troubleshooting, the patient stated that they had noticed the cassette leaking and bubbles coming out of the drain line rather than fluid. The patient further reported that there was a rat infestation in their home, and had seen holes from the rats eating through the supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.